Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8339724. Occurrence date:(B)(6)2019 1 pen needle affected today. Flow stopped before he completed the dose, used second pen needle. Consumer reported during injection, he has to push really hard on button to get insulin to flow and when he pushes really hard, a little bump is left under his skin, that goes away. Stated, he's experienced times when the insulin will start to flow but stop before he has completed his dosage, so he takes a second pen needle to complete dosage. Pharmacist called on behalf of consumer. Stated consumer insulin flow is stopping mid flow. Has to use second pen needle to complete the dosage.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122, batch no. 8339724. Occurrence date: (B)(6) 2019 1 pen needle affected today. Flow stopped before he completed the dose, used second pen needle. Consumer reported during injection, he has to push really hard on button to get insulin to flow and when he pushes really hard, a little bump is left under his skin, that goes away. Stated, he's experienced times when the insulin will start to flow but stop before he has completed his dosage, so he takes a second pen needle to complete dosage. Pharmacist called on behalf of consumer. Stated consumer insulin flow is stopping mid flow. Has to use second pen needle to complete the dosage.